Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch: implant date sometime in (B)(6) 2006.

Event description:
It was reported that patient enrolled in a clinical study underwent left total knee arthroplasty in (B)(6) 2006. Subsequently, patient underwent re-radical debridement due to infection on (B)(6) 2010 and revision due to infection on (B)(6) 2010. The primary source of infection was heavy growth of staphylococcus aureus. All components were removed and replaced with a competitor knee system.

Event description:
It was reported that patient enrolled in a clinical study underwent left total knee arthroplasty on an unknown date. Subsequently, patient underwent re-radical debridement due to infection on (B)(6) 2010 and revision due to infection on (B)(6) 2010. All components were removed and replaced with a competitor knee system.